Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion, (citb) in children with intractable spastic cerebral palsy. Reportable event: case 4 a female, procedural and device ae's included: abrupt lack of citb 4th day postop via the pumps side port. No device related problem observed at surgical exploration. Problem solved by catheter replacement. Swelling at pump site postop also seen and resolved by a temporary pressure dressing. Pruritus at pump resolved spontaneously. Beeping pump at 9 months, no cause determined, beeping stopped after 15 minutes. Non-procedure or device related ae's included: sweating, lethargy, drooling, excessive hypotonia. See mfg report 2182207-2008-05200.